Event description:
Caller reported compact plus system blood glucose results 1.2 mmol/l and 19.3 mmol/l within 10 minutes. No adverse event was reported. Strips not available for return, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6).